Event description:
It was further reported that the outer insulation was breached due to cautery. High impedance greater than 4000 ohms was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.